Manufacturer narrative:
Conclusion statement: no conclusion can be drawn. The user refused to provide sufficient info for eval. Product was MFR and sold by dow corning wright, the assets of which were purchased by wright medical technology, inc.

Event description:
Allegedly knee component broke.